Event description:
The complainant reported the patient was on impella support and while on support, the staff attempted to change the purge cassette through the automated impella controller (aic). Medical staff were unable to disconnect the luer lock to change out the cassette tubing. Multiple people attempted to disconnect and were afraid of breaking the connection on the luer lock on the impella side. Aic would not let them cancel out of procedure and wouldn't let them go forward. The aic was replaced. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1. MDR reporting contact email. D2. Device name has been updated. D4. Model number updated. D9. Device return date added. H3. Has been updated to device eval completed. H6. Type of investigation code 10 added.